Event description:
Initial info was received on (B)(6) 2011 from a consumer's mother. This male consumer used a colgate motion powered toothbrush and it exploded in his hand on (B)(6) 2011. The bottom of the toothbrush blew off, the side split, and they could smell the explosion. There were no reported injuries and he discontinued use of the toothbrush on (B)(6) 2011. (B)(4).